Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient came into the outpatient emergency clinical due to inappropriate shock being delivered. An x-ray and data were analyzed and a possible loose connection was suspected. The device therapy was turned off and a revision was planned. A revision took place and it was noted that a loose connection was evident, thus the electrode and device were re-connected. No noise was seen after the reconnection and a tug test confirmed that the electrode was sufficiently inserted into the subcutaneous implantable cardioverter defibrillator (s-ICD) header. No additional adverse patient effects were reported.